Manufacturer narrative:
(B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a small volume infusor ruptured during an unknown process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to h3, h4, and h6. H4: the device was manufactured from july 11, 2018 - july 16, 2018. H10: the device was received for evaluation. A visual inspection was performed, and it was noted that the bladder had been ruptured. The ruptured bladder was microscopically examined for signs of abnormality and no issues were found. The reported condition was verified. The cause of the reported condition was undetermined; however, the most probable cause was a manufacturing related issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.